Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. The patient had paroxysmal atrial fibrillation and was in sinus rhythm during the procedure. The watchman® access system was deep seated in the laa when the physician noticed the pericardial effusion with tamponade. The physician stopped the procedure, performed a pericardial puncture and withdrew the blood out of the pericardium. The procedure was aborted. There were no other patient complications and the patient's status was stable.